Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the programmer antenna was damaged and there was something wrong with the recharger. The patient charges his implantable neurostimulator (ins) every 4-5 days and was wondering if the problem could be caused by the split rubber piece that was connected to the antenna cord. The programmer antenna paddle was split above the key-shaped hole. The patient intermittently get the programmer to connect to turn the ins on/off by holding the split part of the programmer antenna paddle. The patient clarified that there was nothing wrong with the recharger. The patient was educated on how to the programmer with the ins without the antenna. The patient confirmed that he could see the therapy screen showing the ins was on. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. On (B)(6) 2019, that the charging interval between 4-5 das was a normal charging period. There were no further steps taken to resolve the issue. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.